Manufacturer narrative:
Block b3: exact date unknown, event occurred a year from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 18090806/18230830.

Event description:
It was reported that the patient was experiencing discomfort which described as burning sensation at the pocket site. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and the explanted device components will not be returned to the facility.